Event description:
It was reported that the distal tip of the preface sheath had separated. The dislodged tip was discovered inside the sheath when removed from pt's body. No pt injury was reported.

Manufacturer narrative:
A field advisory notice, "urgent - medical device correction preface guiding sheath field advisory" was issued worldwide prior to date of event. IFU states under precautions: "do not attempt to advance or withdraw the guidewire and/or catheter sheath introducer if resistance is felt. Stop the procedure and use fluoroscopy to determine the cause. If significant resistance is encountered during introduction, use a 10f or larger introducer."